Manufacturer narrative:
G4: 26jun2020 b4: (B)(6) 2020 the biomedical engineer reported that replacement of the filter corrected the reported failure. Issue is resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 12jul2020.

Event description:
The customer reported that the unit failed with blower temperature high error. The customer contacted product support and was advised that the unit could have dirty filters, a faulty blower, or motor controller board error. The caller determined that the air inlet filter may be occluded and was not aware that they needed to be replaced more than annually. Product support advised the customer that the air inlet filter is to be checked or replaced every 250 hours. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer replaced the air inlet filter to address the reported issue.